Event description:
This spontaneous case describes the occurrence of pelvic pain ('permanent pain'), fatigue ('extreme fatigue') and gait disturbance ('difficulty walking') in a 41-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), fatigue (seriousness criterion disability) and gait disturbance (seriousness criterion disability). It was unknown whether any action was taken with essure. At the time of the report, the pelvic pain, fatigue and gait disturbance outcome was unknown. The reporter provided no causality assessment for fatigue, gait disturbance and pelvic pain with essure. The reporter commented: this monday, the pharmaceutical company bayer will be judged in paris. These contraceptive inserts had been the subject of a flood of reports due to side effects. According to her, essure inserts have no protocol in place.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ("permanent pain"), fatigue ("extreme fatigue") and gait disturbance ("difficulty walking") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion disability), fatigue (seriousness criterion disability) and gait disturbance (seriousness criterion disability). It was unknown whether any action was taken with essure. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue or gait disturbance. The reporter commented: this monday, the pharmaceutical company bayer will be judged in paris. These contraceptive inserts had been the subject of a flood of reports due to side effects. According to her, essure inserts have no protocol in place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: this case is found to be duplicate of case # (B)(4). So needs to delete this case from argus database. All information & references are transferred to retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ("permanent pain"), fatigue ("extreme fatigue") and gait disturbance ("difficulty walking") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion disability), fatigue (seriousness criterion disability) and gait disturbance (seriousness criterion disability). It was unknown whether any action was taken with essure. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue or gait disturbance. The reporter commented: this monday, the pharmaceutical company bayer will be judged in paris. These contraceptive inserts had been the subject of a flood of reports due to side effects. According to her, essure inserts have no protocol in place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.